Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the device not securing battery devices was not confirmed as the device was found to be securing the battery devices but not working. Device failed pretest for check off/oscillation/on switch mode function, check compatibility between colibri I/small battery drive (sbd) and colibri ii/sbd ii, and check the function with the electric pen drive (epd)-console. It was further determined that during repair, it was determined that the contacts were corroded, there was corrosion on the motor, the components were corroded, and a white substance was on top of the motor. It was determined that these were due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. This medwatch is being resubmitted due to outage in FDA's electronic submission gateway (esg) upon initial submission.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure ,it was observed that the small battery drive device would not secure the battery devices. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use to complete the surgery successfully. There was patient involvement reported. There was no report of a malfunction against the battery devices. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.